Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the patient had a stryker reunion reverse in but unfortunately fell and broke the central screw in the baseplate clean in half, causing the entire glenoid components to shift. Revision planning and mixed reality provided great value during this highly complex case. Reunion stem was stable and the surgeon was able to successfully graft the glenoid and implant perform reversed with a 9.5 central screw to help fill the void and bring this glenoid back to light."

Manufacturer narrative:
The reported event could be confirmed based on the x-rays received. Post-operative x-rays were received for inspection. The reported screw breakage and shifting of the glenoidal implants could be confirmed. Since the devices were not returned, a deeper investigation was not possible. Based on investigation, the root cause was attributed to a patient related issue. As reported in the event description, the patient fell, which resulted into the breakage of one of the screws and the shifting of the glenoidal components. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient had a stryker reunion reverse in but unfortunately fell and broke the central screw in the baseplate clean in half, causing the entire glenoid components to shift. Revision planning and mixed reality provided great value during this highly complex case. Reunion stem was stable and the surgeon was able to successfully graft the glenoid and implant perform reversed with a 9.5 central screw to help fill the void and bring this glenoid back to light."